Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Our supplier informs us that no defective sample was received. Without any defective sample and detailed information the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that when removing the circuit from the machine after it had been used for continuous veno venous hemofiltration therapy for 72hrs, they noticed heavy scoring and marks on the line. There was no patient involved at the time the event was noticed.